Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported, "during a port revision procedure due to a noted lack of saline solution the tubing was discovered to be cracked and brittle and the device was replaced." The problem was first noticed when the "pt noticed sudden loss of restriction. While in the office for a fill it was noted that there was fluid missing in the band." No diagnostic testing was performed.